Manufacturer narrative:
The cusa clarity quick connect tubing set (5 pack) (c7300) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Device history record (DHR) - lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis - documentation review of the reported lot did not reveal any anomalies associated to the manufacturing process of the product which could contribute and/or be related to the reported condition. No unit has been received for evaluation; however, a photo was provided, and the reported condition was confirmed. Root cause - the root cause for this complaint is related to an operator oversight when assembling/inspecting the cassette assembly. As per local procedure, once the cassette is assembled, the operator must verify that the cassette has been closed properly (no open borders, no pinched tubing, no cassette damages). Corrective action - an awareness training was provided to all cusa section personnel to inform about the complaint findings, show the photo of the reported condition and discuss procedural controls; also, stressed on the importance of product inspection to ensure that the product has no defects. No other action is deemed necessary at this moment since procedural controls are in place. Future incidents (if any) of this nature will be documented for recurrence and trending purposes.

Event description:
A facility reported that prior to a liver resection procedure, the cusa clarity quick connect tubing set (c7300) irrigation tube was misaligned. Surgical time was extended more than 30 minutes. The device was changed to a new one and the procedure was successfully completed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.